Manufacturer narrative:
Onset of infection is captured under MFR# 2916596-2022-10378. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient is scheduled to undergo a heartmate 3 (hm3) to hm3 pump exchange on (B)(6) 2022 due to pump infection. The site reported that they would send the pump back when explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas) did not reveal any device-related issues. The device was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. A distal portion of the cable was returned separately, measuring approximately 6". The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned in 3 portions with the most proximal portion attached to the pump cover outlet port and the bend relief hardware properly engaged to the graft attachment. The outflow graft clip was properly secured to the device. The apical cuff was not returned with the device. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files submitted by the account and retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.